Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working appropriately. Two weeks later, a revision surgery was performed in which the existing cuff was removed and replaced. Upon explant, a hole was identified in the connecting tube; however, the cause for the crack was not detailed by the facility. There we no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff component was visually examined; however, no damage or abnormalities were identified. Leak testing was also performed, not noting any irregularities. The reported allegations of the device not working appropriately, and a hole could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working appropriately. Two weeks later, a revision surgery was performed in which the existing cuff was removed and replaced. Upon explant, a hole was identified in the connecting tube; however, the cause for the crack was not detailed by the facility. There we no patient complications.